Manufacturer narrative:
Records indicate that the implant met the specifications as were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural error as well as the patient's bone condition, oral hygiene, or behavior. Proper intended use of the implant is described in its instructions for use.

Event description:
Complaint report indicates there was poor bone density and narrow ridge. Doctor stopped drilling at 30ncm. Additionally, there was loss of buccal cortical plant and mobility was reported. Primary stability and osseointegration were not achieved.